Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2019 from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient hasn't been able to connect her programmer to the ins for about 2 weeks prior to report, and the patient wanted to connect to determine MRI eligibility for a scheduled MRI for their back on (B)(6) 2019. It was verified that the insr is able to connect to the ins and that the ins was charged. The patient had tried to connect to the ins with and without the antenna, and received the "poor communication" screen trying to connect both ways. Troubleshooting occurred during the call, including ensuring the antenna was secure and placing the programmer directly over the ins and syncing with the ins, however this did not resolve the issues. It was later reported that the patient received the replacement programmer and antenna, and was still seeing the "poor communication" screen. Using the insr to connect to the ins, the insr showed the "reposition antenna" screen. The patient will contact their healthcare provider to determine the appropriate next steps. No patient symptoms were reported. No further complications were reported or anticipated. Addwas received reporting that the circumstances that led to the inability to connect the programmer to the ins was a dead battery, they tried a quick charge, however this did not itional information resolve their issues and they were doing nothing about it at the time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's battery was over discharged due to the patient not recharging. This is the second time the patient has been over discharged. A trickle charge was performed twice, and the issue was resolved. The patient is currently thinking about replacement and surgical intervention has been planned. The patient will be having their battery replaced. No further complications were reported. No patient symptoms were reported.